Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional reported information indicates that the procedure was to treat a heavily calcified lesion in the moderately tortuous mid left anterior descending (lad) coronary artery with 90% stenosis. The device was prepped outside the anatomy prior to use. Resistance during advancement was noted with the anatomy. The balloon ruptured at 18 atmospheres. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.00 x 12 mm nc trek balloon dilatation catheter (bdc) ruptured during the second dilation at an unspecified pressure. The procedure was completed with the use of an unspecified device. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.